Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device. It was observed during service and repair that the device would not run at all.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be due to mechanical component failure due to usage wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device returned date was documented as (B)(4) 2014 in the initial report. The device returned date has been updated as (B)(4) 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an ankle fusion surgical procedure, it was discovered that the sagittal saw attachment device would not function. There was a five minute delay to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.